Event description:
This is a report from a consumer, with supplemental information provided by a nurse, in the USA. The report is of a patient that made a mistake/touch contamination and peritonitis, with a positive culture for proteus mirabilis, in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies. On (B)(6) 2010, the patient began treatment with dianeal pd4 ambuflex and extraneal viaflex therapies (doses, frequencies and lot numbers not reported), intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal and extraneal therapies were ongoing. During a call with baxter customer services, the home patient (hp) reported the following. On (B)(6) 2012 the patient experienced peritonitis. The hp was not hospitalized for peritonitis. On an unreported date, a peritoneal effluent culture was performed and the result was unknown. On an unreported date, the patient was started on unspecified antibiotics for peritonitis. The patient stated that the antibiotics would be continued for the next 11 days (dates unspecified). No further information was received at the time of this call. On (B)(6) 2012 baxter global pharmacovigilance received the following additional information from a pd nurse (pdn). On an unreported date, the patient made mistake of touch contamination which caused the peritonitis. The pdn clarified the peritonitis occurred on (B)(6) 2012. On (B)(6) 2012, treatment was started with vancomycin, 2gm, ip, once and fortaz, 1gm, ip daily for the peritonitis. On (B)(6) 2012, treatment with fortaz was stopped. On (B)(6) 2012, treatment was started with ancef, 1gm, ip, daily for an 11 day course. Concomitant therapy was not reported. The nurse confirmed the cause of the peritonitis was touch contamination, which occurred while the patient was camping (details not provided). Per the pdn, on an unreported date, the patient was retrained on aseptic technique. The pdn reported the hp was recovering from the peritonitis. Per the pdn the cause of the peritonitis was due to the touch contamination by the patient and not related to a baxter device or solution.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. This condition of a use error - breach in aseptic technique was confirmed, because the nurse reported a break in aseptic technique by patient described as touch contamination. The assignable cause was not determined. A labeling review was performed which found the labeling adequate for the use error. The labeling review confirmed, instructions relevant to the condition are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.